Event description:
It was reported that customer experienced keypad anomaly. It was reported that act button was not responding. It was also reported that display screen sometimes fade away and there were white dots on screen. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. No missing, partial display, faded display or white dots on the display during our testing. . The insulin pump passed the self test. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.